Event description:
It was received a voluntary report from FDA MDR number# mw5151054, where it is reported that a patient had temporomandibular joint disorder caused by orthodontic damon brackets. Patient required intervention, hospitalization. It was reported date of event as 05/01/19 and inform received by FDA on 01/31/24. Based on patient required hospitalization, it is considered a serious injury as defined by FDA.